Event description:
Event description guidant received information that during a bi-ventricular upgrade procedure, this guidewire was used to access the target vein for the coronary sinus implantable lead. When attempting to withdraw the wire, it could not be removed easily. When it was withdrawn, it was 30cm shorter than usual. Flouroscopy revealed that the distal portion of the wire remained in between the patient's atrium and ventricle.